Event description:
It has been reported to philips that the device touchscreen was found not responding to touch.

Manufacturer narrative:
Philips received a complaint on the 989706000051 (tempus pro patient monitor) indicating that the touch screen is not responding. This was found during preventive maintenance. The device was returned to philips for bench repair. The bench engineer confirmed the unit's touch screen is not working correctly. The display assembly was replaced, resolving the touchscreen issue. The unit was returned to the customer site. Based on the information available and the testing conducted, the cause of the reported problem was the display assembly. The reported problem was confirmed. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.